Event description:
Product received from (B)(6) stating: "stable chamber clogged therefore low aspiration. Product had to be flushed with high vacuum and separate irrigation by injection under high pressure. No pt impact or injury".

Manufacturer narrative:
The product has been requested for evaluation however it has not yet arrived. Sterilization and lot history records were reviewed and no exceptions were found.